Manufacturer narrative:
Amended report. Additional information was received detailing that this pacemaker was prophylactically explanted due to its inclusion in the "high battery impedance advisory for ingenio family pacemakers and cardiac resynchronization therapy pacemakers (92705305-fa)" population. Based on the available information, there was no evidence to indicate that the device was exhibiting behavior consistent with the advisory (i.e., transitioning to safety mode due to high battery impedance) at the time of the explant. This record no longer meets reportability criteria. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker was explanted and replaced due to an error code being displayed. This device is expected to be returned for analysis. No further adverse patient effects were reported. Additional information was received detailing that this pacemaker was prophylactically explanted due to its inclusion in the "high battery impedance advisory for ingenio family pacemakers and cardiac resynchronization therapy pacemakers (92705305-fa)" population. Based on the available information, there was no evidence to indicate that the device was exhibiting behavior consistent with the advisory (i.e., transitioning to safety mode due to high battery impedance) at the time of the explant. This record no longer meets reportability criteria.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker was explanted and replaced due to an error code being displayed. This device is expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
Amended report. Additional information was received detailing that this pacemaker was prophylactically explanted due to its inclusion in the "high battery impedance advisory for accolade family pacemakers and cardiac resynchronization therapy pacemakers" population. Based on the available information, there was no evidence to indicate that the device was exhibiting behavior consistent with the advisory (i.e., transitioning to safety mode due to high battery impedance) at the time of the explant. This record no longer meets reportability criteria. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker was explanted and replaced due to an error code being displayed. This device is expected to be returned for analysis. No further adverse patient effects were reported. Additional information was received detailing that this pacemaker was prophylactically explanted due to its inclusion in the "high battery impedance advisory for accolade family pacemakers and cardiac resynchronization therapy pacemakers" population. Based on the available information, there was no evidence to indicate that the device was exhibiting behavior consistent with the advisory (i.e., transitioning to safety mode due to high battery impedance) at the time of the explant. This record no longer meets reportability criteria.